Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 5076-45 lead implanted: 2013 (B)(6). (B)(4).

Event description:
It was reported that the patient had recent back surgery and questioned whether the device has been programmed appropriately. The patient understood that the device was "not able to return to normal" due to the patient's low blood pressure. The patient is confused and weak. Follow up with the patient's clinic was unsuccessful as the patient's device has not been checked since. The device remains in use. No patient complications have been reported as a result of this event.